Event description:
It was reported that the patient underwent vns generator replacement surgery. During attempts at product return, it was revealed that the facility, historically, discards explanted products.

Event description:
Clinic notes dated (B)(6) 2017 reported that the generator was at near end of service (neos) condition. The patient was, therefore, referred for generator replacement due to low battery. It was reported that the patient was experiencing an increase in seizures while waiting for a vns generator replacement due to battery depletion. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported via clinic notes received that the patient's vns battery was failing over the previous weeks, which was a reference to the low battery status noted in the previous report. It was noted that the patient felt that something was poking his neck.